Manufacturer narrative:
Other, other text: additional information: a1, b5 and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.

Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Investigator visually inspected the pump and a disposable cassette was attached for tests which passed. According to the investigation the customer problem could not be repeated or verified. Investigation found no sign of fluid ingression or damage on downstream occlusion sensor. However, investigator replaced the pump downstream occlusion sensor for prevention measure. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that cadd solis vip pump displayed an alarm that the cassette is not attached properly. There were no adverse events reported.